Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported problem. The investigation determined the cause of the issue was the damaged dso seal. The dso seal was replaced.

Event description:
It was reported that the downstream occlusion (dso) seal was out of service. Per reporter, the issue was identified on the premises during the usual restocking checks and annual preventive maintenance. There was no patient involvement.